Event description:
It was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed user concern on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.